Event description:
This is a report of a home patient who had their heater line spike break when trying to connect it to the solution bag for therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was returned and an evaluation was performed to investigate the reported event. A visual and macroscopic inspection of the device confirmed the reported damage. During evaluation it was noted that the tip of the heater link spike was broken. Measurements of the spike met device specifications. The cause of the break could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.